Event description:
It was reported that the implantable loop recorder tachycardia episodes included noise and oversensing events. The patient could not recall having symptoms at the time of the events. The device is still implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.